Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. Upon insertion into the eye the lens haptic broke. The lens was removed without enlarging the incision. No patient injury. Surgery was completed with another lens.